Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device passed the drop test and worked properly under laboratory conditions as it was able to prime and fire 30 times without issue. An x-ray showed that the cannula tangs were not completely engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the right bumper was bent by the spring. Based on the findings, the investigation is unconfirmed for the reported self-activation. The bent right bumper likely contributed to the insufficient cannula tang engagement and may have contributed to the reported self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that prior to an ultrasound guided liver biopsy, the device allegedly self-activated. The device was dry fired outside the patient and a coaxial was not used. The procedure was completed using another device. There was no reported patient involvement.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway.expiry date: 01/2021.

Event description:
It was reported that prior to an ultrasound guided liver biopsy, the device allegedly self-activated. The device was dry fired outside the patient and a coaxial was not used. The procedure was completed using another device. There was no reported patient involvement.